Event description:
Medtronic received information via literature regarding clinical outcomes of balloon-expandable vs self-expanding transcatheter aortic valve implantation (tavi) valves. All data were collected retrospectively from a single german center between november 2014 and december 2018. The study population included 253 patients; those implanted with medtronic valves were 50% female and 50% male witha mean age of 81.9 years. Multiple manufacturer¿s devices were implanted in the study population; 124 patients were implanted with a medtronic evolut r (n = 117) or evolut pro n = 7) bioprosthetic valve. No unique device identifier numbers were provided. Among all medtronic evolut valve patients, 5 all-cause deaths occurred during the initial hospital stay and 19 all-cause deaths occurred within one year of implant. The authors described three peri-procedural deaths including one due annulus rupture following post-dilation, one due to ventricular perforation and one due to valve dislodgment. No further details were provided on these deaths. Based on the available information medtronic product was associated with these three deaths. Among all medtronic evolut valve patients, adverse events included: vascular complications, major bleeding, stroke, transient ischemic attack (tia), myocardial infarction (mi), valve leaflet thrombosis, increased gradients (>20 mmhg), third-degree atrioventricular block and other arrhythmia requiring permanent pacemaker implant, congestive heart failure (chf) and intervention for an unspecified reason. Based on the available information medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: paitazoglou et al. The alster-tavi all-comers registry: procedural and 1-year clinical outcomes of balloon-expandable vs s elf-expanding contemporary tavi valves. J invasive cardiol. 2021 may;33(5):e356-e364. Earliest date of publication used for date of event. Medtronic products referenced: evolut r and evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.